Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy, the users heard an audible "pop" or "boom", and the pt's abdomen subsequently became distended. The hot biopsy forceps and the colonoscope were withdrawn from the pt, examined, and no damage was found. The colonoscope was re-inserted into the pt, and the right colon was found bleeding. The colonoscope was removed and the pt was immediately taken to the or for surgical intervention. During the surgical intervention, the physician reportedly discovered two additional perforations. The first perforation was in the right colon; the second was in the hepatic flexure, and third was in the proximal transverse colon. The pt remains in the hosp and has reportedly experienced complications following surgery.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The device was received with a cracked power switch. The device was tested and confirmed to operate appropriately. Olympus followed up with the user facility, and was informed that users believed that the cause of the phenomenon was related to a methane explosion within the pt's bowel, which ignited when current was applied to the biopsy forceps. The biopsy forceps was not returned for eval. The cause of the pt's outcome cannot be conclusively determined; however, a methane fire is a likely contributing factor. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.